Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted, with no complications reported. The field representative went to the hospital for the pre-discharge check five days after the implant procedure and learned that the patient had passed away. It was reported that a tamponade had occurred around 11:00 pm on the date of implant, and it was suspected to be caused by a perforation of the rv. Treatment measures were taken, but the patient subsequently died. The physician provided details from the final device check at the end of the implant procedure; the ra lead pacing thresholds were 0.5v, p-wave amplitudes were 3.8mv, and the ra pacing impedance was 819 ohms. The rv lead pacing thresholds were 0.5v, r-wave amplitudes were 12.9mv, and the rv pacing impedance was 1104 ohms. These lead measurements were consistent with the measurements obtained during the procedure. It was confirmed that 10 rotations of the fixation tool were made to extend the helix of the rv lead. There was difficulty during the approach with the ventricular lead from the right side. It was implanted at the v cardiac septum and it was suspected that this event was caused by the position of the lead.

Event description:
A request was made for the hospital to provide additional information about this event. It was originally reported that the tamponade was suspected to be caused by a perforation of the rv. New information was received that confirmed a perforation occurred and was identified via echocardiography. The hospital was not able to provide details about what treatment measures were performed after the tamponade was discovered.